Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, customer was unable to complete troubleshooting at time of call. Upon follow up, customer had successfully resumed insulin delivery. Customer's blood glucose was 450 mg/dl.